Event description:
It was reported the patient stopped using his scs system approximately four years ago. The patient is not sure if his system is still functional. The patient stated he would like his scs system removed because the ipg site has become too uncomfortable. The patient is confined to a wheelchair and wants his scs system taken out to alleviate his discomfort while on the wheelchair. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.